Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 453 mg/dl. The customer's blood glucose value was 247 mg/dl at the time of the call. The customer contacted the health care provider regarding the high blood glucose and emergency medical services were dispatched. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip the customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, all operating currents within specifications and passed the rewind, unexpected restart error test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the reservoir tube window corners, cracked case at the display window corners, cracked battery tube threads and missing reservoir tube o ring.